Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged battery compartment. During investigation, the reported customer's issue was able to be duplicated. The pump was unable to go in manufacturing utility (mu) or microprocessor (mp) mode. The corrupted printed wire assembly (pwa) board will be replaced by service to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was beeping and had no display. There was no reported adverse event.